Event description:
Case description: investigational result: name: novopen 3 batch number: unknown no investigation was possible, because neither sample nor batch number was available. Since last submission, the following information was added, -investigation result updated. -annex b, c, d and g codes updated -narrative updated accordingly final manufacturer's comment: 18-jul-2023: the suspected device novopen 3 has not been returned to novo nordisk for evaluation. Batch number of the device unavailable despite repeated efforts to find the same. No batch trend analysis or reference sample analysis performed. With the available limited information regarding the handling of the suspected device, it is not possible to identify a clear root cause in relation to functionality of novopen 3. Patient's history of heart attack is a risk factor for the development of new episode. H3 continued: evaluation summary investigational result: name: novopen 3 batch number: unknown no investigation was possible, because neither sample nor batch number was available.

Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas). Second heart attack [myocardial infarction] elevated blood glucose levels [blood glucose increased] piston rod is defective [device issue]. Case description: this serious spontaneous case from hungary was reported by a consumer as "second heart attack(heart attack)" with an unspecified onset date, "elevated blood glucose levels(blood glucose increased)" with an unspecified onset date, "piston rod is defective(device component defective)" with an unspecified onset date, and concerned a male patient who was treated with novopen 3 (insulin delivery device) from unknown start date for "device therapy", patient's height, weight and body mass index were not reported. Historical condition: heart attack. On an unknown date, three weeks ago, patient experienced a second heart attack. The patient was hospitalized and got a stent (dates of hospitalization were not reported) the patient also experienced elevated blood glucose levels during use of novopen 3 as the piston rod was defective. The pen was 10 years old. Batch number of novopen 3 was requested. The outcome for the event "second heart attack(heart attack)" was not reported. The outcome for the event "elevated blood glucose levels(blood glucose increased)" was not reported. The outcome for the event "piston rod is defective(device component defective)" was not reported.